Event description:
It was reported that the programmer had telemetry failure. Both the programmer and the radiofrequency programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the reported event. The link electronic module (lem) circuit board was replaced preventatively. Concomitant product: 229047 software analyzer. (B)(4).